Event description:
According to the reporter, the endoscope was passed under direct visualization and advanced to the second part of duodenum without d ifficulty. The patient tolerated the procedure well. The egd (esophagogastroduodenoscopy) procedure was unremarkable and completed as planned. The capsule and delivery system was prepared for use. The gi rn verified the mandela vacuum suction pressure. The capsule with delivery system was then introduced through the mouth and advanced into the esophagus, such that the capsule was positioned 31cm from the incisors, which was 6cm proximal to the ge junction. The capsule was then deployed. The suction remained for 45 seconds as intended by gastroenterologist. The delivery system was then withdrawn. Endoscopy was utilized to check probe placement. The capsule did not attach as intended to the esophageal mucosa. On re-inspection it was noted to be lodged at the level of the airway at the left pyriform sinus. An attempt was made to endoscopically retrieve the capsule; however, the capsule fell into the trachea. The pulmonology intensivist was contacted to retrieve the capsule via bronchoscopy which was accomplished successfully. No injury to the airway was noted post-procedure. Ongoing anesthesia with propofol was required. The patient had increased cough after procedure was over. The machine and mandela vacuum were tested and functioning correctly. Pump was used and it was confirmed to reach 550mg hg prior to placement. Lubricant was applied on the opposite side. Preexisting characteristics that may have contributed to the event: a sthma, dyspepsia, gastric intestinal metaplasia, dysgeusia.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.